Manufacturer narrative:
The returned module was evaluated. Visual inspection revealed a loose bend relief sleeve. The module failed functional testing because it intermittently does not draw power or communicate with interfacing test fixture with cable bending at the ch connector. X-ray inspection was conducted and wire breaks were identified at the ch connector which results in the loss of function. A service history record review reveals that this unit was in the field for over seven (7) months with no previous reported issues related to this reported event.

Event description:
The customer reported that the device "has intermittent problem/damage strain relief".no consequences or impact to patient were reported.